Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middle weight, guide catheter: envoy xb. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy (wall apposition) and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat in-stent restenosis in the left vertebral artery. A 4x19mm graftmaster stent system was advanced toward the restenosis, the system was inflated to 16 atmospheres (atm) and the stent was deployed. However, the stent was not fully apposed to the vessel wall. The stent system was removed and a non-abbott nc balloon was used to perform post dilatation. After post dilatation there was excellent wall apposition. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.